Event description:
Account alleges the caster would rotate around when the brake was set. Stretcher was found in storage. No injury was reported.

Manufacturer narrative:
Normal wear and tear on casters. Resolution: replaced 4 casters. Conducted a function test. Unit functioned as designed. Returned unit to service.